Manufacturer narrative:
Investigational findings: the product was received for evaluation. A visual examination found that the packaging was not sealed. A stock audit was performed (100% inspection) and no other open seals were found. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that the packaging containing this sterile product was received open. This was noted in inspection prior to any patient involvement.